Event description:
Following my exam at (B)(6) ((B)(6) store) on (B)(6) 2023 I was given a trial pair of contacts that expired in march 2023. I didn't notice until after I had worn the contact multiple times. When I called to report it, the store employee was unconcerned, unapologetic, and stated that he needed to "verify" the date, like I don't know how to read an expiration. He offered no solutions or opportunity to follow up to ensure my vision has not been negatively impacted. I got their corporate number, and their "resolution" was to send an unexpired pair of contacts as a trial replacement. I'm alarmed by the lack of concern for my vision health, considering they are issuing contacts that should have been discard 6 months before they were negligently given to me. Their entire inventory needs to be inspected and they need to be held accountable if there are issues or complications with my vision moving forward, including a new exam and any changes in my current prescription for which I'm ordered new contacts and glasses that may need to be replaced. Comfilcon a by (B)(6). Reference report: mw5146990.